Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was reported on (B)(6) 2020 that the autopsy was performed but without any clear findings of the possible cause of death. Post mortem analysis of b-glucose was uncertain and could only indicate whether there was a severe hyperglycemia, which was not the case. Endogen and exogen insulin samples were sent for analysis and results were not currently available. Analysis of the omnipod and personal diabetes manager (pdm) was performed. The pdm worked as intended with no indication of fault during the reported event time frame. The omnipod worked as intended and continued to deliver insulin at the user-programmed rates through the reported event until (B)(6) 2020. Based on this information and the lack of any allegation or finding indicating that the dexcom cgm caused or contributed to the death, this file would no longer constitute an adverse event. Please disregard the initial MDR for report number 3004753838-2020-11270. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as 'no information.'

Event description:
The distributor reported that their product specialist saw a social media post from the patients son stating that the patient had died in his sleep. The patients glucose levels had been within his normal range during the day on (B)(6) 2020. He had also checked a blood glucose (bg) level in the morning and the continuous glucose monitor (cgm) readings appeared to be accurate. During the evening that day, he was with co-workers at a restaurant, having dinner and a beer. He received an unspecified hazard alarm on his omnipod insulin pump at 7:25 pm and replaced the pod late in the evening. There was no report of any alarms or alerts from the dexcom cgm, and no record of cgm calibrations that may have indicated any inaccuracy. His friend who was staying with him found him dead the next morning on (B)(6) 2020. It was estimated that it was not more than 6-7 hours between the time they went to bed and when they woke up. It was reported that the patients mobile device battery had no charge at the time he was found dead, and the device therefore did not work, so he may not have been able to hear any alarms. He used only his mobile device, and no receiver. The distributor stated that per their review, the omnipod pdm (personal diabetes manager) data showed no activity of the pump after 11 pm on (B)(6) 2020, and that there was also no activity on the dexcom cgm after that time. The nurse at the patients clinic reported to the distributor that the patient had no other known medical history that may have caused or contributed to the death. There is no allegation that the dexcom system malfunctioned. An autopsy was performed but results are not available. The clinic doctor and nurse are doubtful that the event could have been caused by either the omnipod pump or the dexcom system and they are waiting for the autopsy results to get a better understanding if the death was caused by the patients diabetes or another factor. Dexcom was informed on 01/27/2020 that the cgm transmitter and sensor had been sent to the police department and will be sent to dexcom. No additional patient or event information is available. Per medical review, although there is no allegation against the dexcom, per customer advocacy management, this will be reported as an adverse event based on the patients death and the distributors request. No additional patient or event information is available.